Event description:
Related manufacturer reference number: 3006705815-2019-02420. It was reported the patient had their system explanted on an unknown date, due to the system being uncomfortable for the patient and never providing effective therapy.